Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Coil embolization of both the right and left hypogastric arteries were performed during the procedure. The procedure concluded without any incident. On (B)(6) 2009, at the one-month follow-up, the aneurysm measured 60 mm x 48 mm. No endoleak was seen. On (B)(6) 2009, at the six-month follow-up, the aneurysm diameter had increased to 65 mm x 50 mm. No endoleak was seen. A wait-and-watch approach was taken. On (B)(6) 2009, at the one-year follow-up, the aneurysm had increased to 67 mm x 52 mm. Again, no endoleak was seen. The physician continued the wait-and-watch approach. No further information has been reported to gore.